Manufacturer narrative:
(B)(4). The service engineer inspected the device and found a diagnostic code relevant to the reported malfunction recorded in the memory log. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when turned on a 980 ventilator generated a loss of communication diagnostic message. The ventilator was not in use on a patient at the time the malfunction occurred.